Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic with two auto mode switch episodes due to far-field r-wave oversensing noted on the pulse generator. Programming modifications were performed.